Event description:
It was reported that there was alarm incorrect blood pump rate during dialysis treatment. The patient was intubated and on life support with pressor medication prior to initiation of the dialysis treatment. During the treatment run, the registered nurse (rn) reported multiple arterial and venous pressure alerts/alarms in addition to incorrect blood pump rate alarms. As a result of these alarms, the blood pump repeatedly stopped, preventing completion of the treatment. The rn did not perform manual blood return, rather rn changed cartridge four times, discarding the blood each time, resulting in an estimated total blood loss of approximately 1200ml. Following the incident, the patient received a blood transfusion due to the volume of blood lost.

Manufacturer narrative:
Tablo instructions for use (IFU) warning and caution: if the blood clot timer reaches zero before the blood pump is restarted, tablo will end the treatment without returning the blood. Alarms that stop the blood pump include but are not limited to: arterial pressure (high and low), venous pressure (high and low). Blood can be manually returned before the blood clot timer reaches zero. Outset medical, inc. Technical service engineer (tse) reviewed the system log with the procedure date of (B)(6) 2026 and confirmed alarm_blood_pump_rate. Furthermore, communication with the customer site clinical team determined that manual blood return was not performed. No console-related malfunctions or performance issues were identified. A review of production records for this serial number did not note any related manufacturing nonconformances that would contribute to this event.